Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The product was not returned for investigation, however a picture was provided of a drill bit inserted into a drill guide. From the picture it can be seen that the distal end of the drill bit which is protruding out of the distal end of the drill guide is bent. From the picture the part and lot numbers are not visible. As the device was not returned, no further investigation was able to be performed into what led to the device becoming bent. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument.

Event description:
A drill bit was damaged in theatre. The nature of the damage: bent at the tip, still intact, no loose fragments. It was safely removed from the patient without causing harm.